Event description:
The zenith fenestrated aaa endovascular graft proximal body was successfully implanted on (B)(6) 2012. Four months post-procedure the patient was admitted with back pain. The right renal artery had infarcted. The cause was unknown, but the surgeon stated that the covered icast stent (manufactured by atrium) might have been excessively oversized to the diameter of the renal artery.

Manufacturer narrative:
Event evaluations: still under investigation.